Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The internal battery was replaced to address the issue. During the evaluation the device's flow sensor assembly and air inlet path assembly were found to be contaminated and were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The internal battery was replaced to address the issue. During the evaluation the device's flow sensor assembly and air inlet path assembly were found to be contaminated and were replaced to address the issue. During the evaluation, the blower, removable air path foam, flow sensor assembly and blower foam were replaced due to dirt contamination particles of foam from air entry module.